Event description:
An alarm 16 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Initially, attempts to reload the cartridge and resume insulin were unsuccessful, but after receiving pump reset instructions from technical support and completing the pump reset, the caller successfully loaded a cartridge and resumed insulin delivery.